Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately six weeks ago.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.